Manufacturer narrative:
H3 other text : no device problem, wrong settings inputted. Device return not necessary.

Event description:
The manufacturer received information alleging a temporary desaturation of the patients' oxygen to 50% and the patients' chest swollen larger than usual. Due to the manufacturer's sales rep setting the unit with sub-settings. The patient's family reset the settings to the prescribed settings and the patient's oxygen saturation recovered. No medical intervention was required. The event was not caused by the device, so the unit has been used continuously and will not be shipped to the manufacturer's service center for investigation.